Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the clinical investigation of the available medical records and the plant's investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event as no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 3 lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications, and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event. One case of companion samples from one of the potential lots was received on 09/24/2014 from product line 050-87211 lot number 14ar08147, a visual inspection was performed on four tubing sets and no defects or issues were found. The tubing sets were found acceptable as per bom no 050-87211. The complaint was deemed as not confirmed, the companion samples did not show any issue during evaluation.

Manufacturer narrative:
The complaint is deemed as not confirmed, the companion samples did not show any issue during evaluation. One case of companion samples was received on 09/24/2014 from product line 050-87211 lot number 14ar08147, a visual inspection was performed on four tubing sets and no defects or issues were found. The tubing sets were found acceptable as per bom no (B)(4). The complaint was deemed as not confirmed; the companion samples did not show any issue during eval. Based on the medical records - shortness of breath, and peritonitis, which had been reported as a serious injury are not conclusively related to pd treatment. The patient also is pending further cardiac work up ruling out an anterior infarct; however, there was no report of malfunction of liberty cycler system being out of specifications.

Event description:
A peritoneal dialysis (pd) nurse reported that a pt was hospitalized. The following is from the medical records provided by the pt's treatment facility. The patient presented with a one day history of abdominal pain. She was treated with vancomycin. She also complicated of shortness of breath during both exertion and at rest. She also stated that she had orthopnea, which improved when she sat upright. The pt reported feeling weak and tired for the past two days in addition to having diaphoresis, nausea, vomiting once the chills. The pt was diagnosed with peritonitis and treated with two grams of vancomycin delivered via intra-peritoneal access every three days for five weeks and with one ram of ceftazidime for ten days. She was discharged on (B)(6) 2014. Per pd nurse, the pt has been able to continue the cycler-based peritoneal dialysis treatments.